Event description:
During the preparation of the microcatheter, it was found that the saline was leaked at the shaft. No clinical consequences reported to the patient.

Manufacturer narrative:
Analysis of the device revealed that the catheter shaft was leaked and a hole was found on the shaft during the device analysis. Based on the analysis of the device it is likely that the proximal shaft was inadvertently damaged during the heat shrink tubing removal (skive) station. Then the defect was missed both during the inspection at 10x magnification at the mandrel removal station and again at sleeve attach station during the manufacturing process. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the damage to the catheter shaft is indicative of a manufacturing defect which likely contributed to the reported event and the damages observed during analysis. An assignable cause of manufacturing deficiency has been assigned to this investigation and the manufacturer continues to investigate the matter.

Event description:
During the preparation of the microcatheter, it was found that the saline was leaked at the shaft. No clinical consequences reported to the patient.